Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was not able to confirm the reported issue. The device was tested and worked according the specification. A serial readout was provided to livanova (B)(4) for further investigation. During the readout evaluation the reported issue could not be confirmed. No hardware or software issue could be detected. As the issue could not be reproduced or confirmed, a root cause was not identified. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 roller pump did not display the level and stopped during procedure. There was no report of patient injury.